Event description:
Brushes have been falling off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrushes have been falling off the oral-b toothbrush. No injury was reported. (B)(6) 2023 case update from information initially received on (B)(6) 2023: the suspect product was oral-b rechargeable toothbrush handle 3766. The suspect product lot was 2cb84962230. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Brushes have been falling off - oral-b [device breakage] case narrative: male consumer via e-mail stated that the oral-b toothbrushes have been falling off the oral-b toothbrush. No injury was reported.